Event description:
It was reported that the customer had normal blood glucose levels of 100 mg/dl.. The customer reported a low battery alarm on the insulin pump and thereafter a blank display occurred. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa alkaline battery but the display did not return. The customer also cleaned the battery cap contact to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range with no display anomalies noted. No excessive no delivery alarm was noted. The battery icon and reservoir icon displayed no anomalies.